Event description:
It is reported that a customer experienced high blood glucose of 474 mg/dl. The customer was informed that there could be many reasons for high blood glucose. Then customer is having their insulin pump replaced because, it was stuck in rewind mode. The customer later called back to inform medtronic that they are feeling a lot better and no longer have high blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.